Manufacturer narrative:
Other, other text: returned device was received in poor physical condition. The device was cracked and damaged on the front panel and missing the small knobs. The case is cracked at the bottom and right facing corners and the battery cover is cracked. During the evaluation of the device, the damage was found to be impacted which caused the damage. A leaking function switch was also found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilator was missing four knobs, had a cracked manometer, and was damaged on the front corner of the face. In addition, oxygen was leaking from the power knob area when connected. All of these issues were discovered during testing. There was no patient involvement.